Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call of issues with the customer's insulin pump. The nurse states the customer had issues with unresponsive buttons and audio beep anomaly. The nurse states the pump was alarming and the buttons were stiff. The customer's levels had been over 400mg/dl. The customer had treated with manual injections. The nurse was advised the customer's pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to flattened express, esc, act, up and down button dome switches. No unlocked lcd keypad connector was noted. No unexpected audio/beep anomalies were noted. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart and off no power tests. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.